Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to corroded keypad traces. The pump had cracked case display window corner, cracked battery tube threads, cracked reservoir tube, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 6.4 mmol/l at the time of incident. The alarm occurred right after a tennis lesson and might have been exposed to sweat. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.